Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 6 of the bd safetyglide¿ needle were blocked. The following was received from the initial reporter: incident or problem information. Level of harm: no effect - did not reach patient - detected before use or does not touch person during use. Incident details: needles that liquid could not flow through. Either not able to draw up vaccine or could not prime and therefore could not use on the patient. 6 found during writers shift. Issue not visible. No images available. Impact of incident: none, I just changed needles. But would sometimes need to do multiple times in one session. Who was affected? No person affected.

Manufacturer narrative:
H.6. Investigation summary: no samples or photos received by our quality team for evaluation. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. During review of the process, process variations during the needle lubricant application can create clogged needles. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that 6 of the bd safetyglide¿ needle were blocked. The following was received from the initial reporter: incident or problem information. Level of harm: no effect - did not reach patient - detected before use or does not touch person during use incident details: needles that liquid could not flow through. Either not able to draw up vaccine or could not prime and therefore could not use on the patient. 6 found during writers shift. Issue not visible. No images available. Impact of incident: none, I just changed needles. But would sometimes need to do multiple times in one session. Who was affected? No person affected.